Event description:
A battery/no power issue was reported with the adc reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced vomiting. Customer was seen at a hospital and treated with insulin via intravenous infusion for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. The reader did not power on with button, strip, or usb cable insertion. Reader was sent for further investigation and de-cased, there was no issue observed upon physical inspection. The reader was place into test fixture and pressure was applied to the microcontroller processor (mcp). The reader turned on. Returned battery was measured which was outside of specification. Returned battery was replaced with a known good battery and the reader did not turn on. Therefore, issue is confirmed to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery, no power issue was reported with the adc reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced vomiting. Customer was seen at a hospital and treated with insulin via intravenous infusion for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.